Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 170 mg/dl. Troubleshoot was performed. Customer changed the battery three times but the issue reoccurred. Customer was in the swimming pool and the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No moisture damage was found on the electronic assembly, motor, force sensor, or keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.